Event description:
The facility's pharmacist reported to baxter (B)(4) that a solution administration set with 3-way had leaks at the level of the luer lock. It would sometimes also disconnect from the catheter of the patient. This occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Additional information: this issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The facility's pharmacist reported to baxter (B)(4) that a solution administration set with 3 way stopcock had leaks at the level of the luer lock, and it sometimes disconnects from the catheter of the patient. This occurred during infusion. There was a patient involved, but there was no patient injury or medical intervention in association with this event. There is no additional information

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.